Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported "having problems" with the implantable pulse generator (ipg) and wondered "if it is working properly". Blood pressure and "heart rate was down to 41 bpm". The ipg remains in use. No further patient complications have been reported as a result of this event.